Event description:
Date of event is unk. Pharmacy manager reported that set leaked from soft part of tubing (silicone pumping segment) during use with unspecified chemo. Stated leak occurred during infusion via pump, not during priming. Set not received yet. Follow-up report will be filed when investigation is complete if set is received.

Manufacturer narrative:
MFR's report date: 01/21/2009. Pt info requested and all available info is included. This report was filed by the MFR.